Manufacturer narrative:
Date of fvent: the event occurred on an unspecified date, reported as "five days ago." The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets leaked at the patient connector; further described as "at the point where the cassette hooked up to the transfer set. It was the green connector." This occurred during preparation for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.